Event description:
Had the essure device implanted in (B)(6) 2011. Since then I have had debilitating pain, which leaves me hunched over in bed for days at a time.

Event description:
Additional info received 03/18/2016. I have constant period like cramps except they are worse than cramps I ever had before.

Event description:
Had the essure device implanted in (B)(6) 2011. Since then I have had debilitating pain, which leaves me hunched over in bed for days at a time.